Manufacturer narrative:
This report is submitted on sept 19, 2023.

Event description:
Per the clinic, the patient experienced pain and an infection at the implant site. Subsequently, the patient was treated with IV antibiotics and the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with another device at the time of this report.